Manufacturer narrative:
The unit had no button response due to a corroded keypad. There was no button error alarm during testing. The unit had a cracked reservoir tube lip and a cracked case near the display window corners.

Event description:
The customer called in to report that the insulin pump alarmed button error. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 313 mg/dl. The customer treated with a manual injection and a candy bar. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.